Event description:
It was reported that tip of the instrument broke during use. No pt complications were reported.

Manufacturer narrative:
(B)(4): a review of the device history records did not identify any applicable nonconformance to spec.